Event description:
Water overfilled the humidifier and into the circuit. It was unclear if the clamp opened or was partially closed allowing water to overflow. The pt reportedly required some type of medical intervention per email from the customer.

Manufacturer narrative:
No sample was received for eval; therefore we are unable to determine the cause for the issue reported. Samples of the process were reviewed and no problems were found related to this issue reported. Out mfg process was also reviewed and no problems were found related with the issue reported. A lot number was not provided therefore we were unable to review the device history records. The prod label does provide the following info: when set is used on non-float feed devices, close clamp. Be certain clamp is fully closed and flow has stopped. Multiple attempts to reach the customer for further details were unsuccessful.